Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display w/ moist) issue. The reporter alleged that there was a line through the display screen and that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings:during testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. The pump case was found to be cracked in the right hand corner of the display area. A leak test was performed and a leak was found at the crack in the pump case. The pump case was removed and moisture contamination was found inside the pump on the display flex cable and on the connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.